Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the health services director of home and community options inc, an adult services facility for the developmentally disabled, contacted lifescan (lfs) to report that two employees at their facility were accidentally pricked with a onetouch delica lancing device as a result of the lancets being hard to remove. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with one of the center directors to obtain additional information. The reporter informed the mss that the alleged incidents occurred on two separate occasions, but she did not know exact dates/times. She reported that after a patient's blood glucose was checked, an employee was attempting to remove the used lancet from the subject lancing device when he/she was accidentally pricked with the lancet. The subject lancing device belongs to the patient. The reporter claimed the same thing had also occurred with another staff member when testing the same patient on a different occasion. Troubleshooting revealed that the staff was not following the manufacturer's instructions on how to correctly remove a lancet from the lancing device. After testing the patient, the staff was manually placing the protective disk back on the needle, but it wasn't secure. The lancing device was cocked back, and the "release" button was pressed. Both employees were referred to a physician on unspecified dates/times for medical attention. It is not known what form of treatment was administered and it is not known how much time elapsed between the reported injuries and the medical intervention. The cca educated the reporter on the correct procedure for safe removal of the lancet. Per the delica quick start guide, the onetouch delica lancing device features hands-free lancet ejection. To use this feature, the user is asked to place the lancet cover on a hard surface. Then, with the used lancet still in the device, push the lancet needle into the cupped side of the cover. The cover will snap firmly in place and the lancet can then be safely ejected using the "ejector" button. The reporter informed this mss that the staff has been re-trained on the correct procedure for safe removal of lancets. Replacement product was sent to the account. This complaint is being reported because two staff members required medical or third party intervention as a result of possibly being exposed to blood-borne pathogen due to unintentional lancet prick.